Event description:
Subject: medtronic 770g insulin pump uses a newly configured cgm warm up procedure that is defective and dangerous. Medtronic 770g insulin pump cgm warm up problem equipment: medtronic 770g, s/n: (B)(4) - cgm; s/n: (B)(4) - guardian sensor (3) - mmt-7020la; reported to medtronic (B)(4), (B)(6) - (B)(6) 2021 and (B)(6) 2022. (B)(6) has used a medtronic insulin pump for the past 11 years. She used two earlier models prior to the 770g pump starting (B)(6) 2022. With an earlier model she had an accidental overdose and a 911/ems run to the hospital resulting from an accidental max bolus. There was a recall of the pump for that problem which fixed the rollback to max bolus issue a short time later. Background: when a new cgm sensor is inserted in the body it is immersed in body fluids and can take considerable time to stabilize sufficiently to give reliable blood glucose readings. Normally the pump waits about two hours for this warm up stabilization before requesting an initial manual calibration. Then more frequent than normal calibrations are required early in the new sensor life while the sensor stabilizes. In older medtronic pumps the cgm readings could often be erratic for up to twenty-four hours but readings would improve and be on target. Regardless of the initial erratic results time would fix things and the pump would not demand replacement of a perfectly good sensor. The new 770g pump after a few hours instead of allowing extended stabilization simply demands the sensor be replaced with no other option. The defective issue is that the new 770g pump programing has been changed from earlier pumps and the cgm warm up process does not work as designed intended and after repeated calibration requests demands that the sensor be replaced. The defective cgm software appears to be related to the new 770g "auto mode" closed loop system. (B)(6) is a (B)(6) female and the new sensor fluid immersion process would likely be very different from a (B)(6) female athlete. One might expect an infinite number of immersion variables with an audience between 2 years and 100 years old. Our difficult learning experience is that an overnight 12 to 16 hour inserted marination process without the cgm transmitter is required before the initial starting of the cgm to pump warm up process. With the extended marinate the sensor, off the book, process she gets successful startup every time versus 75% failure rate following the documented process. For this user nighttime lows with possible "dead in bed syndrome" is a serious concern. It is critical to establish stable cgm readings by late evening and to accomplish this the new cgm replacement, warm up, and stabilization must start late morning. This defective software scrambles the process requiring an hours later 2nd or 3rd new sensor and leaves the user dealing with dangerous uncertainty through the night. The sensor erratic initial behavior is well known which is of course the reason for the pump programed two hour startup delay. Then beyond the two hours, a (B)(6) search on "marinate the sensor" shows that it is common knowledge the sensor results are erratic and unstable well beyond a few hours. Unfortunately the medtronic support team says marinating the sensor is not approved. The defective issue is that the new 770g pump programing has been changed from earlier pumps and the gcm warm up process does not work as design intended and after repeated calibration requests demands that the sensor be replaced. FDA safety report ID# (B)(4).